Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh - ventralex (device #2). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated periumbilical incisional ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a round ventralex patch (device #1) was placed through the hernia defect using sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incarcerated periumbilical incisional ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, ¿there was a hernia defect which had redeveloped at the inferior margin of the previously placed mesh (device #1). The inferior margin of mesh had curled and adhesions were freed up. A ventralex mesh (device #2) was placed through hernia defect as a underlaying buttress with previous mesh (device #1) using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent reducible incisional ventral hernia thereby underwent open repair with the implant of ventrio patch (device #3). Per op notes, ¿recurrent hernia above the previously placed mesh (device #1, #2) and adhesion were taken down. A round ventrio patch (device #3) was placed through the hernia defect as a buttress to previous mesh using sutures.¿